Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support, and no further malfunction codes were observed. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which was acknowledged and understood.